Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-16999. During follow-up, high voltage lead impedance was revealed. Technical support suggested reprogramming changes to resolve the issue. The patient is well.